Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: situs otw28d lead, implanted (B)(6) 2004;stelid bs46d lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had heart failure probably due to a device deficiency. The device was reprogrammed due to high left ventricular (lv) lead thresholds. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.